Manufacturer narrative:
(B)(4). Returned for investigation were the ac3 cpm board and martek power supply. The samples were returned in a brown cardboard box with protective foam and esd bag. Visual inspection of the re-turned samples was performed. No abnormality was noted. The returned cpm board and power supply were installed into a known good ac3. The pump was powered up successfully. The static ram and all voltages were within specification. Multiple class 1 alarms were purposely generated, and pie-zo alarm (high pitch audible tone) was triggered each time. A battery load test was performed. The pump was run on battery until the pump shut down. The pump was charged for over 9 hours. The unit ran for over 90 minutes along with the proper alarms "less than 20, 10, and 5 minutes remaining". The bpw, ECG, and ap waveforms were monitored while pumping and no alarms or errors occurred. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the power supply stopped" is not confirmed. The returned cpm board and power supply passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that while the pump was on battery power transporting the patient, "the power supply stopped". The user restarted the pump by reconnecting the power supply. No patient harm or injury. Patient status is reported as "fine".

Event description:
It was reported that while the pump was on battery power transporting the patient, "the power supply stopped". The user restarted the pump by reconnecting the power supply. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "the power supply stopped" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while the pump was on battery power transporting the patient, "the power supply stopped". The user restarted the pump by reconnecting the power supply. No patient harm or injury. Patient status is reported as "fine".